Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for evaluation. A review of the lot history record could not be conducted because the part and lot numbers were not provided. The investigation was unable to determine a conclusive cause for the reported kink/bend; however, the reported separation appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that during use of an unknown nc trek balloon dilatation catheter (bdc) the bdc bent and kinked. The device separated proximally, outside the anatomy. The separated portion was simply withdrawn. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.